Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2006 the plaintiff was implanted with a "monarch mesh device" with the intention of treating her stress urinary incontinence. The plaintiff's attorney alleges the plaintiff has "suffered serious bodily injuries, including pain, dyspareunia, urinary issues, recurrent incontinence and other injuries" and "significant mental and physical pain and suffering and she has sustained permanent injuries" and other damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.